Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly to moderately tortuous right iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the second inflation at 2 atmospheres for 10 seconds, the balloon ruptured. The device was removed intact and the procedure was completed with a 18x6x75 balloon catheter. No patient complications were reported.